Manufacturer narrative:
Date rec'd by MFR: 21jun2019. Date of this report:16jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen and the issue was resolved. The unit passed testing and was fully functional. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 17oct2019. Date of report: 18oct2019. The touchscreen was returned for failure analysis. During investigation, it was determined that the resistance and resistance ratio were out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report:16may2019. International UDI: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.